Manufacturer narrative:
The manufacturing records were reviewed and the shunt was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. No assignable causes could be identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the baerveldt shunt remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via a post marketing study in (B)(6), that on (B)(6) 2015, post-operative 32 months, the tube of the baerveldt shunt was exposed. No treatment was given and the doctor has taken a wait and see approach. The doctor considered the event as non-serious and selected no for patient injury. No best corrected visual acuity readings or iop (intraocular pressure) increase has been reported as there was no associated patient injury. No further information was provided.